Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, visible foam particles were observed and the complaint is confirmed. The technical finding was preservation device label, and device was scrapped.

Manufacturer narrative:
H3 other text : device serviced by third party service center.